Event description:
It was reported that metallosis at juncture of modular neck connected to the hip stem.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown rejuvenate stem. Additional information has been requested and if received will be provided in a supplemental report. Not returned to manufacturer - facility released to patient.

Manufacturer narrative:
An event regarding altr involving an unknown abgii modular device was reported. The event was confirmed. Similar events have occurred for the abgii modular product family. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported altr is considered to be under the scope of this recall. No further investigation is required.

Event description:
It was reported that metallosis at juncture of modular neck connected to the hip stem.